Event description:
Two different temp sensing foleys were placed and immediately came out due to the balloon deflating. Question as to if this was use error (lots of new staff). Advised staff to keep next failed product. Manufacturer response for temp sensing foley, (brand not provided) (per site reporter): talked with the product rep. There have been no reports made previously that the rep was aware of. Rep did indicate if the syringe is left on the product it will self deflate. There was question of use error and staff was reminded to keep failed product if it occurred again.